Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, an enroute .035 wire was advanced in the right common carotid artery and "stop short" of the carotid bifurcation. The enroute arterial sheath was advanced over the .035 wire without flouro and the sheath had difficulty advancing in the vessel. An angio was taken and a dissection was noticed on the distal cca. The surgeon was able to get the arterial sheath in the vessel and the procedure was completed with 2 enroute stents covering both the right internal carotid artery lesion and distal common carotid artery dissection. The results looked good angiographically and the patient woke up neuro intact according to the surgeon.